Event description:
A surgeon reported with a description of during intraocular lens (iol) implant procedure, the haptic was torn when the lens was implanted, causing a crack in the optical part. It has been confirmed that the injector, cartridge, and ovd were used properly. The surgery has now been completed and the torn lens has been implanted as it was. The surgeon plans to consider whether to replace the patient based on the postoperative course. The torn haptic and cartridge were returned. Additional information has been received stating the surgeon considers that it was unlikely that the cartridge was a factor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported condition was observed. Intraocular lens (iol): one haptic returned in a bag. Solution is dried on the haptic. Cartridge: the associated qualified company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The tip has heavy stress beginning after the fill line and the posterior of the cartridge tip has cracked. The cartridge wings shows evidence of being placed into a handpiece. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. All listed associated products were qualified for use with the cartridge. Based on the evaluation of the returned cartridge and the evaluation of the damaged returned lens, the root cause was most likely related to a failure to follow the instruction for use (IFU). An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.